Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was identified the customer was using expired test strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test using her adc blood glucose meter due to the meter shutting off after a blood sample was applied. Customer further reported that on (B)(6) 2017 at 5:30 pm, she experienced symptoms described as disorientation and dry mouth and was rushed to a local hospital where she was diagnosed with hyperglycemia and treated with 10 units of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. (Meter brand name) was incorrectly documented in the initial MDR 30 day report. Has been updated.

Event description:
Customer reported she was unable to test using her adc blood glucose meter due to the meter shutting off after a blood sample was applied. Customer further reported that on (B)(6) 2017 at 5:30 pm, she experienced symptoms described as disorientation and dry mouth and was rushed to a local hospital where she was diagnosed with hyperglycemia and treated with 10 units of insulin. There was no report of death or permanent injury associated with this event.